Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician suspected lead integrity and/or location issues. Programming changes were performed to resolve the issue. The patient condition was stable prior to intervention.

Manufacturer narrative:
Further information was requested but not received.